Event description:
During the initial implant, episodes of oversensing due to cross-talk were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. Following the implant to oversensing did not continue. No intervention has been performed. The patient was stable and will continue to be monitored.